Event description:
Due to mercury body burden caused by amalgam tooth fillings and vaccines -in my son- I have developed cancer and my son is autistic. My son has been permanently disabled by the adverse reactions to the thimerosal in his vaccines. I am currently undergoing surgeries and treatments for my cancer which has spread through my body because my body is full of mercury that causes free radicals to mulitply by the billions. I'm likely going to suffer the rest of my life with this cancer. My amalgams also contributed to the toxicity of my son in utero.